Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery that is 80% stenosed. The unspecified armada 18 balloon ruptured during the procedure at 10 atmospheres. An armada 18 balloon was used to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy during advancement such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: model, catalog number, lot number, UDI number updated.

Event description:
Subsequent, to the report filed it was noted the incident occurred with a 5x120mm armada 18 balloon. No additional information was provided.